Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
The customer complained: "low on fluid and it causes pt to fall" description of patient: "all of the 10 to 12 falls were in 2016 and although there were injuries with all of the episodes only two interfered with my work. One head injury which resulted in a concussion and another in (B)(6) 2016 which produced two fractured ribs. Fortunately I did not have a pneumothorax but I have just now recovered completely. All of the falls occurred while walking on level, flat surface, concrete, tile or carpet. I have avoided slopes or gravel since I have been wearing the cleg. I also stopped riding my bike when I began wearing the cleg and won't walk in grass unless absolutely necessary. I go to a number of doctors for various problems and try to avoid what I consider are unnecessary visits. Therefore I did not seek medical care at any time unless you consider consulting with my md son a doctor visit. I never take pain medication so I cannot judge the fall induced pain by medication dosage. I do not even take tylenol or ibp."

Manufacturer narrative:
There is air in the hydraulics because of the patient not meeting the service interval recommended by the manufacturer (required every two years - device should have been in for service in 01-2016). Air in the hydraulics caused the patient fall due to loss of stance phase damping.